Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient had another hernia repair for recurrent hernia on (B)(6) 2002 and gore-tex dualmesh was implanted using suture for fixation. It was reported that the patient experienced many years of constant diarrhea, pain and irritable bowels. The patient had a d&c in (B)(6) 2015 and a hysterectomy on (B)(6) 2015 and bobvious gortex mesh was seen adherent to the midline and imbedded into her intestines. After the removal of the old mesh, a piece of bard ventralight mesh was implanted. The patient returned to hospital on (B)(6) 2015 with infection, necrotic tissue and debris were debrided and a wound vac was placed. The wound in her abdomen took 7 months to close. No additional information was provided.